Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she heard a clicking noise and had an air bubble anomaly on the reservoir and the infusion set. Customer stated that the clicking noise is linked to the plunger moving higher. Customer stated that she uses the pump for a steroid and not for insulin. Customer was advised that the pump is only approved for use with insulin. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump time and date settings functioning properly. The insulin pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump tested with liquid filled reservoir and no air bubbles anomaly noted. No unexpected clicking noise during testing. The motor was tested outside of the device and passed. No drive motor anomaly noted. The insulin pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.